Manufacturer narrative:
Integrum supplied replacement products for a planned surgery that was supposed to take place late october/early november 2023. Confirmation of when/if the surgery took place has not yet been communicated, which is why this initial report contains limited information. A follow-up report will be submitted after more information is obtained.

Event description:
Abutment and abutment screw replacement. Cause is not yet confirmed. Date of event is not yet confirmed.